Event description:
The customer reported that the system would only boot up half of the time. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The image process controller was replaced and the software was reloaded. The system was tested and found to be working as intended and put back into service.